Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure date is unknown. According to the complainant, during the procedure, as the peg tube was being pulled through the patient's stomach the loop wire on the end of the peg tube broke. The nurse grabbed the broken wire tips with hemostats and cut the incision larger to pull the peg through the stomach. This device was used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).